Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged during chiropractic therapy. The hospital was notified of the damage through the remote monitoring system after the system erroneously detected ventricular tachycardia (vt)/ventricular fibrillation (vf) and anti-tachycardia pacing (atp) was provided with no effect. The device was programmed off. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 63 mm from the terminal pin, both segments were returned. There was trilumen insulation webbing damage along with trilumen abrasion sleeve abrasion noted in the area between 173-188mm from the terminal pin. The damaged portion of the lead would have been located within the pocket area. Due to the location and type of damage, this was likely the result of lead-on-can abrasion.